Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that prior to use, the flushing test on the catheter was performed without a problem. The catheter was inserted into the patient. Solution leakage was confirmed at the location of 3cm from the junction hub (patient side). The catheter was replaced. No patient harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Leak testing was performed and no leaks were observed in the medial or distal lumens; however, a leak was found in the proximal lumen. The leak occurred in the catheter body at a location 1.5cm from juncture hub. Under microscopic examination, the leak site appeared like it had been punctured with a sharp instrument. A review of the device history records for the catheter did not reveal any manufacturing related issues. The report of a leak was confirmed through testing of the returned sample. The catheter body leaked 1.5cm from the juncture hub. The appearance of the leak site was consistent with puncture by a sharp instrument. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the appearance and location of the leak site, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that prior to use, the flushing test on the catheter was performed without a problem. The catheter was inserted into the patient. Solution leakage was confirmed at the location of 3cm from the junction hub (patient side). The catheter was replaced. No patient harm reported.